Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/31/2014. Device evaluation: the pump has been returned and evaluated by product analysis on 01/18/2014 with the following findings: during investigation, the pump history was reviewed and showed unexplained power reboots had reoccurred. No physical damage was observed to the returned battery cap or battery compartment; the returned battery cap fastened securely and held power to the pump. The returned battery cap height and width measurements were found to be within required specifications. No intermittent power issues were experienced with the returned battery cap or pump. The pump was exercised for 24 hours with returned battery cap and no power issues were duplicated; the pump was still delivering at the conclusion of testing. The pump was opened and no internal moisture damage or intermittent connections were observed. The intermittent power issue was verified in the history but could not be duplicated during the investigation.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. It was reported that the pump intermittently reverted back to verify screen while trying to rewind the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.